Event description:
The hosp reported to maquet in 2009, through a medwatch report with no number assigned, that "the harvester started the endovascular vein harvest on the pt's right radial artery for his CABG procedure. In the process of the artery harvest, the harvester noticed something setting on top of the radial artery in the camera view. When she moved the cautery/scissor tip from the scope, the harvester noticed the tip of the cautery component was missing and the plastic on the jaw cracked." The maquet territory mgr followed up with the customer two days later, and was told, "the silicone boot came off in 3 pieces which were sitting on the radial, they converted to open arm to retrieve the pieces but only found 1 of the 3 pieces. Hosp is retaining the product for now."

Manufacturer narrative:
After the procedure, the hosp retained the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.